Manufacturer narrative:
Please note that the actual device was not returned, log data files of the incident were reviewed for our investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone15.4 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. In the case description, the user mentioned having high blood glucose levels while using the system and receiving an automated delivery restriction alert. The physical controller was not received for investigation. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the ios log files found no evidence of issues with the system. The log files showed that an automated delivery restriction alert was generated on (B)(6) 2026. Review of the patient history buffer (phb) logs found that the system was in automated mode and was delivering at the max automated basal rate for an extended period of time in response to increasing and high estimated glucose values, resulting in the generation of the automated delivery restriction/exit closed loop alert. This is expected behavior of the system. Review of the phb data found that, while in automated mode, the automated algorithm appropriately adjusted the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. No evidence of issues with insulin delivery was observed in the available logs.

Event description:
It was reported that the patient was hospitalised with diabetic ketoacidosis on (B)(6) 2026. The patient¿s blood glucose levels rose to 800 mg/dl while wearing the pod between 24 and 36 hours. Reported symptoms include thirst, lethargy, anxiety and numbness in the face and hands. The patient also reported they had high ketone levels (exact value not provided). The patient was treated with intravenous fluids and intravenous fluids. The patient was discharged on (B)(6) 2026.